Manufacturer narrative:
Event date: estimated as the actual event date is unknown.

Event description:
It was reported via social media that a perforation occurred. The patient underwent a left atrial appendage (laa) closure procedure. During the procedure, an unspecified catheter perforated the patient's heart. The patient stayed 11 days in the hospital. Bsc has requested additional information and none has been provided at this time.